Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding cannot be determined since insufficient clinical details were provided. E4 should have been left blank on manufacturer device report 1220648-2025-25804.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and approximately four days after start of support developed a "large" hematoma at the axillary site. Consequently, the patient experienced arm swelling and pain and was successfully weaned from impella 5.5 to native heart function. The patient underwent a subclavian artery repair and an axillary washout. The patient was noted to be doing better and stable post the event.